Event description:
It was reported that the user experienced loss of glucose readings from a freestyle libre+ sensor to the ilet, resulting in signal loss to the pump; the agent instructed a pump restart, after which readings resumed and no further assistance was required. Symptoms included elevated blood glucose (261 mg/dl) that was impacted but trending down by the end of the call. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed that the issue was resolved after a device restart, consistent with transient communication loss between the sensor and the ilet. It was concluded that the event was related to temporary signal loss between the continuous glucose monitor and the ilet, with recovery achieved through standard troubleshooting.